Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 400 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed correctly except for the time, so the customer was assisted with correcting the time. The prime test passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, rewind, occlusion and displacement tests. However, noisy motor was noted during testing. Unable to verify root cause of noisy motor due to insulin pump preservation. The insulin pump failed battery test alarm noted during testing due to corroded battery tube spring. The battery tube spring was cleaned with tip and testing was continued. The insulin pump had minor scratches on display window, cracked display window, cracked case near display window corners, cracked reservoir tube lip, heavy debris and corroded battery tube spring noted in battery tube during visual inspection. The insulin pump was received without battery in the battery tube.